Event description:
It was reported the insulin pump alarmed unexpected restart and external ram crc error. Customer does not use the correct recommended battery. The device was not dropped or bumped. No cracks or damaged noted. Customer stated the device powered down in five minutes of low battery alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 11.0mmol/l. Customer also called back and stated the issue had blank display. Troubleshooting for blank display was performed. Customer's blood glucose was 4.8mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.